Manufacturer narrative:
(B)(4): the customer reported that there was a malfunction due to a fall. Since it is not clear if the device fell due to insufficient mounting or if it was an accidental user related drop, this pr is considered reportable in abundant caution. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
There was a malfunction allegation due to damage from a fall.